Event description:
A malfunction alarm was reported with code malf 12, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.